Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was loaded with 440 units of insulin and the insulin gauge read 200 units of insulin after 290 units had been delivered. Customer loaded a new cartridge and received an accurate fill estimate. Customer had elevated blood glucose levels (348 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.